Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the heater/cooler was slow to heat and made an unusual noise upon device power up. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.